Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding the allegation that a result on her onetouch ultralink was inaccurately high in 2009 (the day she called customer service), causing the patient to bolus too much insulin. The patient clarified and reported the following to this specialist. Results are in correct unit of measure, mg/dl. After obtaining 362 mg/dl before eating dinner on 06/15/2009 at 5:17 pm et, the patient bolused an extra 9.7 units novalog from her pump. Because the patient had changed her pump site the same morning, she questioned the result. At 5:53 pm, the patient tested to be certain the pump was working. Obtaining 99 and doubting the blood glucose could drop that low in 45 minutes, the patient immediately called medtronic regarding her pump and later was transferred to lifescan. The patient also had taken an extra 7/10 of a unit at 3:00 pm after obtaining 160 or 174; she did not doubt the result at 3pm. While troubleshooting for the customer care advocate (cca), the patient informed the cca that she felt low (around 6:20pm pt). The patient was sweating profusely. The patient's blood glucose on the same meter was 48. Her husband gave her milk to drink and then the patient completed her call. Ten minutes later, the patient tested again, result 34 or 38. The patient's husband gave her a tube of instant glucose that she consumed and was surprised the patient was able to stand. The patient stated that she now plans to retest before blousing extra insulin after doubting a result. The patient had no control solution to run a quality control test but described correct testing. Due to the patient's allegation that she bolused too much insulin based on an inaccurate reading and later became hypoglycemic, the complaint is reported. The cca replaced meter, test strips, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.